Event description:
A malfunction alarm was reported, referred to as alarm 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Before contacting support, the customer loaded a new cartridge onto the pump and successfully resumed insulin deliveries. Technical support agreed to send cartridge replacements as requested by the customer.